Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the cover was damaged. It was noted that the system was still able to expose. There was no patient involvement. Additional information was received. It was confirmed that the system could not expose until after the batteries were replaced.

Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000138. A medtronic representative went to the site to test the equipment. Testing revealed that the system could not expose. The batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The replaced batteries were discarded by the site. If information is provided in the future, a supplemental report will be issued.